Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, sleep currents measurements test, rewind, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for two days. No display anomaly was noted. The insulin pump had a scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. No blood glucose reading was given.